Event description:
It was reported that a pacemaker dependent patient fell during a syncopal episode. Loss of capture and high rv lead impedance were observed. An apparent lead fracture was suspected. The device was also noted to have a loose header with fluid ingression. Both the device and lead were explanted and no further patient complications were reported as a result of this event.